Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported that the customer insulin pump had a recurring motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Unable to perform troubleshooting due to hipaa issue. The customer¿s parent will call the automated line for replacement. The insulin pump is not expected to return for analysis.